Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The reason for hospitalization was reported as changes in levels of consciousness (loc), subacute right cerebellar infarct and extrinsic outflow graft compression. It could not be confirmed in the hospitalization was device related as there was no increase in lactate dehydrogenase (ldh), no decrease trend in hematocrit (hct), and no increase power consumption of pump. The pump log files / waveform analysis was inconclusive. However, there was some suspicion that it was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) cannot be confirmed as no imaging was submitted and the device remains in use. The report of a pump stop event cannot be confirmed as a review of the submitted log files revealed the device operating as expected. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had reported a pump stop occurring. The log file captured multiple odd power cable disconnect alarms on (B)(6) 2025 that appeared to have occurred following connection to batteries from the mobile power unit (mpu). This may have indicated an incomplete connection to the battery clip. No pump stops were noted in the data. There were no other unusual events recorded in the log file event history.

Event description:
It was reported that changes in patient condition that may have contributed to the ofg compression was a down trend of debility/frailty and fluid retention. It was noted that the frailty and debility trend began in (B)(6) 2024 and progressively worsened until admission to the hospital on (B)(6) 2025. The patient also had dizziness, changes in vision, forgetfulness 2 weeks prior to admission's patient's anticoagulation was inr 2-3 range. The patient had an echocardiogram (echo) on (B)(6) 2024 showing an ejection fraction (ef) 20-25%, with left ventricular (lv) moderate dilation and the right ventricle (rv) mildly enlarged. The ventricular outflow tract (lvot) maximum velocity was 0.3m/s. On (B)(6) 2024, an additional echo showed lv mild dilatation with aortic valve opening 1:1. The rv was moderately enlarged, and lvot maximum velocity was 0.35 m/s. On (B)(6) 2024 a computed tomography (CT) angiogram scan showed cardiomegaly with the lvad and thrombus within the outflow tract of the device resulting in moderate narrowing of the lumen. The (B)(6) 2024 also showed mild chronic microvascular ischemic change of cerebral white matter. There was no acute intracranial abnormality. No etiology for altered mentation is identified. On (B)(6) 2024 carotid ultrasound no internal carotid artery (ica) stenosis identified. An additional CT scan (B)(6) 2024 indicated a subacute right cerebellar and probable right parietal cortical infarcts. Symptoms of the patient's cerebellar infarct included forgetfulness, weakness, and dizziness. On (B)(6) 2025 evacuation of the external thrombus on the outflow graft was performed which resolved the obstruction. Treatment for the infarct included maintaining a mean arterial pressure (map) of 85 and therapeutic anticoagulation. This was self-resolved, and the plan was to monitor for neurological changes and maintain inr 2-3.

Manufacturer narrative:
B3: the event date has been estimated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.